Event description:
Revision surgery due to infection 7 months after primary surgery. The surgeon revised the tibial tray to a sensitin tray, the patella to a same size patella, the insert from a 10mm to an 11mm at the surgeon`s discretion and and femoral component to same size sensitin femoral component. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 mar 2026. - gmk-spherika 02.07.1204r tibial tray fix cemented s.4r lot 2436429 (k090988): (B)(4) items manufactured and released on 04-jun-2025. Expiration date: 2030-may-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. - gmk-spherika 02.12. E003rp gmk-sphere resurfacing patella e-cross - s3lot 2504610 (k202022): (B)(4) items manufactured and released on 30-apr-2025. Expiration date: 2030-apr-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. - gmk-spherika 02.12. E0410fr gmk-sphere tibial insert e-cross - flex 4r - 10mm lot 2504622 (k202022): (B)(4) items manufactured and released on 27-mar-2025. Expiration date: 2030-mar-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. - gmk-spherika 02.12. Ka04r gmk spherika femoral component s4r cemented lot 2505577 (k211004): (B)(4) items manufactured and released on 07-may-2025. Expiration date: 2030-apr-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.